Event description:
Mother of female, reported patient experiencing elevated blood glucose >500 mg/dl. Daughter's normal range is 60-180 mg/dl. Mother stated that she increased daughter's basal rate and administered insulin injection but blood glucose level did not return to normal. She indicated that infusion device displayed occlusion alarms. Patient's infusion set had been changed 4-5 times during the previous few days. Mother indicated that generally she had been able to prime insulin through the tubing, but on one occasion received the occlusion alarm. Mother reported that after all she had done to address the issue, daughter's blood glucose level remained in the 300 mg/dl range. She indicated that patient switched to a different lot number of this type of infusion set and her blood glucose levels returned to normal. Mother did not report any symptoms associated with this issue.

Manufacturer narrative:
No product will be returned for evaluation.